Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system did not turn on. Analysis of the log file could not confirm the malfunction. The cause of the issue was due to hospital generator test, which resulted mains breaker and f3 in the m cabinet to trip. The philips engineer reset the breakers and replaced circuit breaker. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The malfunction has occurred because of hospital generator testing. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system did not turn on. Analysis of the log file could not confirm the malfunction. The cause of the issue was due to hospital generator test, which resulted mains breaker and f3 in the m cabinet to trip. The philips engineer reset the breakers and replaced circuit breaker. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The malfunction has occurred because of hospital generator testing. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.